Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels as high as 365 mg/dl during the past month. After switching to her backup infusion device, one week ago, her blood glucose levels returned to normal.